Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-feb-2023.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Device evaluation: the zfv6 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This file relates to pr 370490 which was raised to investigate the distal part of the stent flowering before the system was placed on the target lesion. This pr 379210 was raised to capture the off label placement of the successful zfv6 device that was used to complete the procedure. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was implanted in the patient. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0058) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest that the customer did not follow the instructions for use. From the information received it is known that the stent was implanted for intracranial venous narrow. This is not the intended area of use as specified in the IFU. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off label use was identified from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The stent was implanted in the narrow vessel of the intracranial venous sinus which is not the intended area of use for this device as stated in the IFU. As per d00213689, rev006, section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Pr: (B)(4) - they found the distal part of the stent was flowering before the system was placed on the target lesion ¿ the stent has been implanted for intracranial venous narrow. Patient outcome: what intervention (if any) was required? To place another additional stent to the target lesion. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? They placed another stent in the same procedure then complete the treatment.